Event description:
During a lumbar fusion, a 5.0 cannulated drill bit tip broke off into the patient while being used to drill for a cannulated screw. The surgeon tried to retrieve the broken tip from the patient, but was unable to remove the entire tip. The patient was a trauma patient. There was no harm to the patient.